Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, remaining within normal range. Technical support confirmed the alarm and instructed the caller to remove the cartridge and deliver a bolus, which completed successfully. The caller was then able to reload the original cartridge and resume insulin therapy, resolving the issue.